Manufacturer narrative:
(B)(6). One cadd solis vip pump was returned in good physical condition. The event log was reviewed and medium alarms were displayed and acknowledged, priming started and ended with 1.8ml primed. The "constant air in line" alarm was able to be duplicated. Every time an attempt was made to run the pump, it alarmed for air in line. The pump cassette was refilled and the line was cleared of any air bubbles and the test repeated with the same results. This is the cause of the pump not infusing the entire amount of fluid in the bag. It was discovered that there was a faulty air detector. The air in line detector will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump 138ml did not infuse at all full bag after 46 hours. Additionally, pump administration set 21-7359-24 lot number 380-8600. Additional information was received that there was a constant air in line alarm on the pump. The doctor instructed the patient receive a make-up infusion on (B)(6) 2019. The infusion was life sustaining and there were no reported adverse events. See 3012307300-2019-04949 for the report on the adminstration set.